Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker and leads were extracted due to infection. A new right ventricular lead was implanted. The pacemaker would be used as an external temporary system until a new device and right atrial lead would be implanted. The patient was stable pre and post procedure.